Manufacturer narrative:
Additional information: g3, h3, h6. Arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2023 by knee surgery, sports traumatology, arthroscopy titled ¿the arthroscopic treatment of anterior shoulder instability with glenoid bone loss shows similar clinical results after latarjet procedure and iliac crest autograft transfer¿. The study reviewed one hundred seventy-seven (177) patients who underwent anterior shoulder instability with glenoid bone loss using arthrex fiberwire to address soft tissue approximation and/or ligation. During the forty-one to forty-six (41-46) month follow-up period, six (6) patients required additional surgery. Ref: "bockmann, b. Et al.the arthroscopic treatment of anterior shoulder instability with glenoid bone loss shows similar clinical results after latarjet procedure and iliac crest autograft transfer.knee surgery, sports traumatology, arthroscopy https://doi.org/10.1007/s00167-023-07480-2".